Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a message indicating dosing stopped with a prompt to connect cgm or enter bg after the user paired the dexcom g7 in the dexcom app but not on the ilet, and the ilet showed pairing to an incorrect transmitter serial number; the user had started a new transmitter and, with guidance, entered the correct transmitter serial number to resolve the pairing error. Symptoms included hyperglycemia without associated symptoms. Outcomes included no medical intervention, no backup therapy, and no hospitalization. Investigation included troubleshooting and education to verify the transmitter serial number and complete correct cgm pairing on the ilet. Investigation of this case revealed an incorrect transmitter identifier had been entered on the ilet, leading to a cgm communication failure and suspended automated dosing until pairing was corrected. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.